Manufacturer narrative:
The alleged failed components were evaluated by the product investigation laboratory with the following findings: pil received a trilogy evo proportional valve with the allegation of component failure. Pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped. Pil received a trilogy evo solenoid valve with the allegation of component failure. Pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. The trilogy evo solenoid valve has been scrapped.

Event description:
A trilogy evo ventilator was reported to have active exhalation control module (aecm) test failure. There was no harm or injury reported. On device evaluation, it was confirmed the valve, proportional (aecm) and valve, three-way solenoid required replacement to address the aecm test failure. After repair, all necessary checks have been carried out to certify the restoration to the conditions prior to the failure.